Event description:
It was reported that the coil was unable to advance in the sl10 microcatheter or be removed, as the coil was noted to have broken in the microcatheter. The coil and microcatheter were removed together. There was no reported patient injury, and the patient was reported to be fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation has been completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
The reported complaint is confirmed. The investigation of the returned coil system found the implant damaged at the middle section, deformed, and separated from the pusher with no signs of thermal detachment. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher within the microcatheter. The damage to the middle section of the implant is consistent with the device causing friction or being caused by friction within the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.